Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: failure to deploy-locator wings. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during step #2, the plunger would not remain depressed to deploy the locator wings. The device was removed and manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no additional info was provided.